Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one photo for evaluation, reference pic-tc# (B)(4). Visual inspection of the photo confirmed the needle guard was completely removed from the 15 mm needle. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed from the needle and the needle tip was exposed. This defect will be investigated under (B)(4). During functional testing (see below) the needle stylet was found to have some adhesive residue on its tip. The stylet was attempted to be removed from the cannula but was found to be stuck. The needle set was sent to viant upland for further investigation. The outer diameter (od) of the needle stylet measured 0.051" (ref-004208), which is within specifications of 0.0505-0.0515" per styl et graphic 1333 rev. A. The inner diameter (ID) of the needle cannula measured 0.052" (ref-003131), which is within specifications of 0.0520-0.0550" per can nula graphic 1334 rev. A. The od of the cannula measured 0.0715" (ref-004208), which is within specifications of 0.071-0.073" per cannula graphic 1334 rev. A. The needle set was sent to viant upland for further investigation. The needle set was functionally tested per the instructions for use (IFU). The IFU provided with this kit (8087a rev. 04) states, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet." The needle stylet was attempted to be removed from the cannula but was found to be stuck in the cannula. Additional force and twisting were applied but this caused the stylet tip to break off in the cannula and remain stuck. The needle set was sent to viant upland for further investigation. The needle set was sent to viant upland for further investigation. Viant concluded that the reason the needle stylet was tight in the cannula was due to the cannula being bent. The likely cause of the cannula bending is a large amount of force applied to the packaging around the stylet hub and needle cover. This is justified by the stress marks and deformation noted in the packaging in these areas. See (B)(4) viant investigation report for their investigation of the sample. The IFU provided with this kit (8087a rev. 04) was reviewed as part of this complaint investigation. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 05/2019 and is approximately 2.5 years old. Corrective action is not required at this time as the damage to the cannula likely occurred during storage and shipping of the sample. The report of a needle stylet tight in the cannula was confirmed by an investigation of the complaint sample returned. The returned stylet was unable to be removed from the cannula. The sample was sent to viant for further investigation and they identified that the reason the stylet was stuck was due to the cannula being bent. The bending of the cannula was likely caused by a large amount of force applied to the packaging around the stylet hub and needle cover. This is justified by the stress marks and deformation noted in the packaging in these areas. See (B)(4) viant investigation report for viant's report. Based on the sample received and viant's feedback, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
During the complaint investigation for a related event the kit was opened to functionally test the needle set. Adhesive residue was found on the tip of the stylet. The stylet was attempted to be removed from the cannula but was stuck.

Event description:
During the complaint investigation for a related event the kit was opened to functionally test the needle set. Adhesive residue was found on the tip of the stylet. The stylet was attempted to be removed from the cannula but was stuck.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.